Manufacturer narrative:
Evaluation was not possible, as the product was not returned. The investigation was limited to the info provided, as the lot numbers required to review the device history records and complaint history were not provided. Although the investigation could not verify or draw any conclusions about the reported event based on the provided info, it would not be unreasonable to expect some wear after approx 8 yrs of implantation. The initial report states that it is not suspected that the prod failed to meet specifications or contributed to the reported event. The need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the prod and/or add'l info be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Pt was revised to address instability and poly wear.